Event description:
It was reported that during a procedure the radio frequency ablation generator stopped measuring temperature. A thermocouple fracture was suspected. The catheter was replaced and the procedure was completed successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4): the catheter was returned and analysis found a thermocouple failure. It was also noted that there was an out of plane deflection, the lateral deflection ring was tight/broken, and there was blood on the catheter. The analyst also noted that continuity failed.